Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue with rewinding and priming the insulin pump. Customer's blood glucose level was 131 mg/dl. Customer stated that he was unable to exit the preparing to prime loop and are stuck in rewind complete/bolus delivery loop. Customer stated that he received second series of beeps. Customer was advised to remove the battery for 11 minutes. Customer was assisted in clearing the batt out limit alert and with setting time/date. Insulin pump did not exit the rewind complete/bolus delivery loop and was unable to complete the fill tubing process successfully. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.